Event description:
It was reported that the usb charging port is damaged and the usb cable is unable to be plugged into the pump to charge it. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.